Manufacturer narrative:
Manufacturer's report date: 03/26/2014. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported visible pinhole(s) on the extension tubing approximately 1 to 1.5 inches from the end of the tubing resulting in fluid or blood leaking and spraying when the nurse attempts to flush. Leak was observed around clave/extension connection at beginning of use. There was no pt harm or medical intervention. Customer states that no further pt/event info is available.